Event description:
It was reported that during the implant procedure, the stylet could not be fully inserted into the lead even though initial attempts were successful. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a test stylet fully inserted into the lead without anomalies or resistance. If information is provided in the future, a supplemental report will be issued.